Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture (loc) at 7.5 volts one day post implant. An invasive procedure was performed, the lead was repositioned and remains implanted and in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the physician felt that the slack in the rv lead had been lost, however, no lead dislodgement was observed. The patient had sinus rhythm and also did not experience asystole as a result of the loc, however, the cause of loc was not determined.